Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported during a follow up, endocarditis was observed. System revision was scheduled. No further information is available at this time.